Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 830 pm for a high blood glucose level of mg/dl. The customer stated that there was a malfunction on the insulin pump. The customer did not mention what the malfunction was but they stated they inserted a new sensor and will monitor the pump for any further issues. The customer will call the help line if they had any other malfunctions with the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.